Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in saudi arabia it was reported that the patient faced an event of low blood glucose level on 04-jul-2024. Patient took carbs intake for the treament. Patient first went to emergency room and later was hospitalized. The duration of hospitalization was for few hours. No further information was available.